Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
It was reported that a microsensor was placed in the or and zero reference number was recorded. The pressure reading was positive. When in patient's room, pressure reading was -4 to -16. All cables and monitors were replaced and pressure reading was consistent. Surgeon was concerned that pressure was positive in the operation room and significantly negative in the room. The surgeon reported that at one point the reading was -80. Sensor was explanted at the patient's bedside. Patient was stable after event.

Manufacturer narrative:
The sensor was returned and evaluated by the supplier. A review of component quality records found that the sensor met all manufacturing and quality testing/inspection specifications prior to distribution. Evaluation of the returned sensor found no visible damage to the sensor or connector. Suture was attached to the catheter material; the catheter was mashed at the suture site. The device passed electronic, noise, linearity/hysteresis, and signal drift tests. Based on the evaluation, the reported issue was unable to be confirmed. The device functioned as intended. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.